Event description:
The customer reported, the 9800 system is intermittently making loud popping sounds. No patient injury was reported.

Manufacturer narrative:
The service rep recalibrated the filaments and regreased the hv cables. Unit is operating as intended.